Manufacturer narrative:
B5 has been corrected to indicate 9 devices experienced the reported issue.

Event description:
This report summarizes 9 malfunction events, where it was reported the brakes or steer were difficult to engage/disengage or brakes cannot be engaged/false engagement of brakes. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   The devices were evaluated in the field and the issue was confirmed; 4 devices had broken/damaged components, 2 devices had bent components, and 3 devices had worn components.  The devices were repaired and returned.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 8 malfunction events, where it was reported the brakes or steer were difficult to engage/disengage or brakes cannot be engaged/false engagement of brakes. There was no patient involvement.